Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in the operating room due to the right atrial lead being dislodged. The dislodgement had resulted in phrenic nerve stimulation. The physician explanted and replaced the lead. The patient was stable throughout the procedure.